Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/06/2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed that the insulin on board (iob) at time of bolus is 0.82 units. The iob duration setting at time of bolus was 4.0 hours. The bolus history showed: (B)(6) 2016 1258pm 2.35 of 2.35 units bolus history shows a 2.35 unit bolus performed on (B)(6) 2016 with an iob of 0 units. The bolus history showed this bolus occurred more than 4 hours after the prior bolus. The iob functioned properly during testing. Unrelated to the complaint, the battery compartment was cracked.